Event description:
It was reported that a flo-gard infusion pump had an f-94 alarm. The alarm reportedly occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of the device history records was performed and revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.